Manufacturer narrative:
The events of seroma-late and lymphoma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "bia-alcl, late seroma and a breast tumor" on an unknown side. Device was explanted. Histopathological markers were not reported (alk- and cd30+) to support the alcl diagnosis and as such this case will be regarded as lymphoma based on the information available present.